Event description:
A 12 year old home care pt received an overdelivery of formula with the pump. The pump was set (by the pt's mother) to deliver 237 mls in 10 hours and delivered it all in 4 hours. A coampetitive brand pump set was being used. The pt was hospitalized following the incident with the following symptoms: nausea, retching and aspirating mucus. The pt required medical intervention such as suction and breathing assistance, in particular oxygen. As complications, the pt developed electrolyte disturbances, mucous aspiraton, constipation and ileus. The pt has now been released. Following the incident, the mother noted that the silicone tube segment on the competitive set had slipped all the way to the end of the drip chamber connection and was not held taut against the rotor. (Note: this condition could result in free-flow).